Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure at l4, the surgeon was unable to remove the cannula from the patient following cement deposition. The cannula would twist in place but not pull out of the pedicle. Eventually, the distal end of cannula broke off at the pedicle and approx 4 mm remains in the patient. After expanding the incision <(>&<)> palpating the pedicle to determine that the cannula was not outside of the pedicle, the surgeon closed the incision. The surgeon stated that the bone of the pedicle was very sclerotic.